Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the charging issue was due to a faulty battery. The internal battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed that during a service center evaluation of an astral device, the internal battery failed to charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.